Manufacturer narrative:
Concomitant medical products: x2dr01 ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) report displays "???" Indicating an invalid longevity estimate. It was also noted that the right ventricular (rv) lead exhibited low impedance. Both the ipg and lead remain in use. No patient complications have been reported as a result of this event.